Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# unknown, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's lead was broken and their therapy was affected. The cause of the issue was not determined. It was unknown if any diagnostics or troubleshooting was done or if any actions or interventions were taken or planned. It was unknown if the issue was resolved. No further patient complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, lot# unknown, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that high impedances were measured when the implanted system was checked. The cause of the broken lead was not determined. The patient did not experience any definite trauma and they did not experience any symptoms. It was unknown if any additional troubleshooting was done. A revision was done and the lead was explanted and replaced. The issue was resolved after the lead was replaced.